Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "02 valve fault -2011" message. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The reported fault from the customer was observed during review of the device activity logs. Other entries prior to the fault in the device log suggest insufficient flow or low oxygen was being supplied to the device at the time of the report. The device was put through extensive testing including full functional testing without duplicating any malfunction to the device. The flow manifold was replaced because they were identified as dirty. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.